Event description:
It was reported by the customer the powerloc max huber needle infusion set tubing is cracked on multiple occasions. The medication administered has varied and has only occurred on powerloc max at this facility, over a year at least, and typically occurs on patients younger than 7. This resulted in blood loss and the need to re-access the port. It was reported this occurred with two patients. This report addresses both patients.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of cracked tubing was confirmed. The products returned for evaluation were five 20g powerloc max infusion sets without y-site. Additionally, one photograph was also submitted by the complainant for review. The unit depicted in the photograph did not match any of the physically returned units. However, as only the packaging was visible in the photograph no information was observed which changed the conclusion of the investigation. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter in all five units. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.